Event description:
Rn of home patient (hp) reported patient line disconnected from the homechoice set during treatment. Hp stopped treatment at time of 2240 alarm. There was no patient injury as a result of incident per rn. Patient was prescribed 2g vancomycin,ip.